Event description:
Caller reported that the t:slim x2 pump battery would not charge despite trying various charging methods, including different cables and adapters. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use a backup insulin pump, and tandem technical support arranged to send a replacement pump with updated software. The customer understood the instructions for returning the problematic pump.